Event description:
We were informed on april 24, 2024 about an event regarding a patient with medtronic spinal cord stimulation implantable pulse generator (lpg). The patient underwent a procedure to replace the medtronic ipg with a (B)(6) ipg for an unknown reason. No other details were provided. Please note this is not a device manufactured by (B)(6), and no further details were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).